Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 56 mg/dl while using the ilet, received an ilet low alert, treated initially with orange juice, and was advised to use fast-acting glucose tablets for quicker correction and reduced glycemic variability; blood glucose did not remain out of range for more than 90 minutes and was corrected. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available reports and provision of user education on hypoglycemia treatment. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.